Event description:
User received low sodium results after replacing the electrode. Two patient samples were involved. Because the anion gaps were negative and the results were low, he did not report the initial result and reran the samples on another analyzer and reported those results. Initial results were 124 and 123 mmol per l, repeat result from the other analyzer was 138 mmol per l.

Event description:
User received low sodium results after replacing the electrode. Two patient samples were involved. Because the anion gaps were negative and the results were low, he did not report the initial result and reran the samples on another analyzer and reported those results. Initial results were 122, 122 and 121 mmol per l, repeat results from the other analyzer were 132 and 133 mmol per l.

Manufacturer narrative:
The field service representative determined there was a problem with the sodium electrode and replaced it. Precision, calibration and qc were performed to verify analyzer performance.

Manufacturer narrative:
The field service representative determined there was a problem with the sodium electrode and replaced it. Precision, calibration and qc were performed to verify analyzer performance.